Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Device passed prime test and excessive no delivery test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. Device received with broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and reservoir was not locking in place. The customer¿s blood glucose level was 440 mg/dl at the time of incident. The customer reported battery and threads around reservoir was chipping away and the customer was using tape to lock reservoir in place. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.